Event description:
Customer reported a system mechanical issue during a case. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cross arm brake and clutch assembly. System operates as intended.